Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: none. It was reported that during unpackaging of the device, the xpert stent was found to be partially deployed. Reportedly, there was no patient involvement. No additional info provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.